Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the product was used in open colorectal surgery. After a couple applications on the mesentery, product could not proceed to proper application of cutting of the tissue. There was no pt injury.